Manufacturer narrative:
Patient identifier: pt#1: (B)(6), pt#2: (B)(6), pt#3 (B)(6), pt#4: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect co2 results for four patients. The customer alleges having to issue about 500 corrected co2 reports. However, no data is available for this allegation. The customer did provide information for four patients: pt#1 (B)(6): initial = 16 mmol/l, repeat = 22 mmol/l; pt# 2: (B)(6) initial = 20 mmol/l, repeat = 27 mmol/l; pt#3: (B)(6) initial = 14 mmol/l, repeat = 25 mmol/l; pt#4: (B)(6) initial = 16 mmol/l, repeat = 25 mmol/l (normal range: 20-29 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
Upon further review, it has been determined this MDR is no longer reportable. New information supports list number 03l77-01 is no longer suspect as the likely cause. The likely cause is associated with list number 03l80-32. Refer to MDR # 3002809144-2020-00878, for all follow up for this issue with list number 03l80-32.